Event description:
On (B)(6) 2011, a patient was implanted with four gore excluder aaa endoprostheses to treat an aortic abdominal aneurysm. It was reported on (B)(6) 2013, physician office's imaging showed a possible unknown type endoleak with a possible unknown aneurysm enlargement in the left iliac artery. The patient is currently doing well; however, the physician plans to monitor the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.